Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during creation of the corneal flap in the patient's right eye, the system displayed an error message (y2 scanner error). Just as the surgeon cleared the error, the suction was partially, then mostly lost. Upon attempting to regain the suction, a sucking sound was heard, and the suction was entirely lost. The case was aborted. The surgeon completed the flap on the patient's left eye without any difficulty. In a follow up, the surgeon reported that the patient was scheduled to return for treatment completion within a few days.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).